Manufacturer narrative:
The customer reported complaint for the autopulse platform lifeband popping out during active operation was not confirmed during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. During visual inspection, damaged front and bottom enclosure were noted. From the condition of the platform, the damages appear to have been caused by mishandling. The platform passed the initial functional testing without any issues. The lifeband was also returned and was found to be damaged due to possible jammed or twisted during use. The platform was tested with lrtf (large resuscitation test fixture that equivalent to 205 ibs patient) using the returned customer's lifeband for 30 minutes without any issues. The returned lifeband worked as intended with damaged observed. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front and bottom enclosure were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4). Medical safety assessment: the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during active operation, the lifeband popped out three times, 7 minutes apart from each other. The crew then reverted to manual CPR. For a trained user, re-applying lifeband, and changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation, presenting the same workflow as manual CPR. The patient's outcome should not be negatively impacted when compared to standard of care manual CPR. The patient was not revived by the combination of mechanical and manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, patient's arrest was not witness, and the down time may have been as long as 2 hours. Death is attributed to ohca. Death is an expected outcome for ohca. Reference MFR # (B)(4).

Event description:
On (B)(6) 2017, approximately around 1830 (B)(6) fire department received a 911 call for a male patient, weighing around (B)(6) pounds that was experiencing cardiac arrest. The incident occurred at the patient's garage and was unwitnessed. Upon arrival, the crew were able to deploy the autopulse platform without any issues. During active operation, the lifeband keeps popping out. The reported issue with the lifeband occurred three times, 7 minutes apart from each other. The crew then reverted to manual CPR. No error messaged were reported. Rosc (return of spontaneous circulation) was not achieved. The customer does not attribute the patient's death to the use of the autopulse platform. The customer also reported error message user advisory (ua) 41 (patient temperature sensor failure) that occurred a week prior to the reported event; however, the error message was cleared by its own. The error message ua 41 also occurred again on later date.